Event description:
It was reported that during proper use of the unit, the metallic tip of the unit broke off. It was further reported that the physician was able to retrieve the broken tip from the right shoulder of the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.